Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the ok will not respond to the verify screen after the pump rebooted. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive; more force and multiple button presses were required on the keypad in order to elicit a response. All of the keypad buttons did not click back or spring back as expected; the keypad buttons were found to be sticking and scrolling was confirmed. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.